Manufacturer narrative:
The investigation was reopened due to additional information provided. The following allegations have been investigated: inferior vena cava (ivc) occlusion/thrombosis. The reported allegations have been further investigated based on the information provided to date. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Catalog number/lot number is unknown, however, the device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per a report from CT (computed tomography), "occluding thrombus in the visualized external iliac veins in patient with known ivc occlusion. However, no filling defects are identified in the common femoral, superficial femoral, and popliteal veins." "A bilateral iliac and inferior venacavogram was then performed demonstrating complete thrombosis of the bilateral external and common iliac veins as well as no significant visualization of the distal inferior vena cava below the level of the indwelling ivc filter consistent with complete thrombosis." "Complete occlusion of the inferior vena cava below the level of the indwelling ivc filter. Complete occlusion of the bilateral common and external iliac veins, slightly more prominent on the right."

Manufacturer narrative:
The investigation was reopened due to additional information provided. The following allegations have been investigated: ,"legs swelling pain in groin area", physical limitations, and depression. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported "legs swelling pain in groin area", physical limitations, and depression are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No relevant notes on wo (work order) for neither device lot, nor filter lot(s). No other complaints on lots. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant via the right common femoral vein on (B)(6) 2013 due to deep vein thrombosis (dvt). Patient is alleging dvt and caval thrombosis. The patient is further alleging "legs swelling pain in groin area," physical limitations, and depression. Per a report from CT (computed tomography): "ivc filter noted. There is contrast in the ivc above the level of the filter. No contrast demonstrated in the ivc at the level of the filter. Additional involvement of the iliac veins. The veins are enlarged with the ivc measuring 29 mm in diameter." "Ivc filter was occlusion of the ivc there is enlargement of the ivc and iliac veins consistent with additional involvement." Per a report from venogram: "imaging confirms inferior vena cava thrombosis with no significant dvt below the inguinal ligament bilaterally. Patient presents for catheter based thrombolysis." "The left femoral vein was accessed using a micro introducer system ultrasound guidance." "A bilateral iliac and inferior venacavogram was then performed, demonstrating complete thrombosis of the bilateral external and common iliac veins as well as no significant visualization of the distal inferior vena cava below the level of the indwelling ivc filter, consistent with complete thrombosis. A glidewire was then able to be manipulated past the significant clot burden bilaterally and bilateral ekos catheters were placed through the external and common iliac veins into the inferior vena cava to the level of the indwelling ivc filter. All connections were made without difficulty" "complete occlusion of the inferior vena cava below the level of the indwelling ivc filter. Complete occlusion of the bilateral common and external iliac veins, slightly more prominent on the right" per a report from venogram: "minimal residual thrombus is noted within the filter, which may be chronic." "Partial resolution of complete ileus caval thrombosis after ultrasound accelerated thrombolytic administration overnight. Successful additional pharmacomechanical thrombectomy of residual thrombus throughout the ivc and bilateral iliac veins. Approximately 90-95% of the total clot burden was removed from the vena cava and bilateral iliac veins as well as the right common and superficial femoral vein. Areas of residual stenosis in the left common iliac vein and adherent clot within the right common iliac vein necessitate stent placement."

Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2013". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.